Event description:
There were telemetry issues with implantable neurostimulator. An overdischarge was suspected. The pt was able to use the neurostimulator. High impedances were noted on all the connections. The pt did not want to proceed with revision surgery. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).